Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has implant site discomfort and pain. None evident and pocket site looks normal. Patient tried turning device off and states that it didn't change discomfort. Program modification was performed. Patient will evaluate discomfort and likely have device removed. It was indicated surgical intervention was planned. No further complications were reported/anticipated.